Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles were seen in the bd vacutainer® ultratouch¿ push button blood collection set when drawing labs, and no blood returned to the tube. When the needle was retracted, blood leaked from the tubing. The following information was provided by the initial reporter: "when drawing labs with vacutainer, blood returned immediately followed what appeared to be air in tubing. No blood returned to tube. When needle removed and retracted nurse place vacutainer to plastic container it comes in. Blood leaking out of tubing connects to vacuatiner."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10

Event description:
It was reported that air bubbles were seen in the bd vacutainer® ultratouch¿ push button blood collection set when drawing labs, and no blood returned to the tube. When the needle was retracted, blood leaked from the tubing. The following information was provided by the initial reporter: "when drawing labs with vacutainer, blood returned immediately followed what appeared to be air in tubing. No blood returned to tube. When needle removed and retracted nurse place vacutainer to plastic container it comes in. Blood leaking out of tubing connects to vacuatiner."